Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their new insulin pump was not delivering insulin. Their blood glucose level during the incident was 321 mg/dl. The customer¿s current blood glucose level was 400 mg/dl. Troubleshooting was performed. It was found that the basal setting was set to 0.0. There were no settings in the insulin pump. They were advised to get the settings from their health care professional. The customer treated the high blood glucose with a manual injection. The device will not be returned for analysis.